Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 22g x 1.00in insyte autoguard device from lot number 2027626 in a sealed package. In addition, four photographs were also submitted which displayed similarities to that of the returned unit. All content within was intact. Through the visual examination, a strand of hair was observed within the sealed package and outside of the package. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to human error in the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The DHR for lot 2027626 has been reviewed. No related quality issues or process deviations were found.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology experienced foreign matter within the device cannula. The following information was provided by the initial reporter: the customer reported that fm was found in a sealed product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter blood control technology experienced foreign matter within the device cannula. The following information was provided by the initial reporter: the customer reported that fm was found in a sealed product.